Event description:
Per the independent repair center, the customer alleged problem is alarming/red light, noisy unit, and alarm will not function. The key failure is the valve is defective.

Manufacturer narrative:
No end user information provided. The product was evaluated and repaired by an independent repair center.a follow up will be sent if additional information is received.